Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Additional narrative: the root cause was undetermined. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through tier ii (B)(4).

Event description:
Baxter (B)(4) received a report that one intermate lv250 device ruptured at the level of the bladder. Reportedly, the bladder ruptured 45 minutes after the infusion started. The device was filled with fortum 6g. There was no report of patient injury, medical intervention. No additional information is available. This report addresses 1 of 2, as the facility reported 2 devices.